Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1781kl. Troubleshooting was performed for keypad anomaly/stuck button alarm indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1781kl was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a partially broken retainer ring. The pump passed the self test. Intermittent button response noted during testing. Pump was cut open to perform visual inspection and found moisture damage on keypad traces, pcba 1, pcba 2, motor home switch and force sensor. Successfully downloaded history files and traces using thus. No stuck key alarm found in the history files or traces. Unable to lock test p-cap into reservoir compartment due to a partially broken retainer ring. The following were noted during visual inspection: corroded battery tube, corroded keypad trace, corroded home switch, battery tube threads - cracked, cracked case, scratched case, missing o-ring (reservoir tube), missing display window/cover, broken reservoir tube lip, stained keypad overlay, partially broken retainer, cracked case (battery tube) and pillowing keypad overlay. Unresponsive keypad was confirmed during analysis with intermittent button response due to moisture damage on the keypad traces, pcba 1 and pcba 2. A stuck button error alarm did not occur during testing and none were found in the history file. Stuck button error alarm was not confirmed. Partially broken retainer ring damage was confirmed. Reservoir unable to lock into place was confirmed due to a partially broken retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.